Manufacturer narrative:
The system controller was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the clinical engineer that the there are slits on the black power lead of the system controller and it is leaking green fluid. A "pump off" advisory was noted in the history file, so the patient's system controller was exchanged. The patient remains ongoing.